Event description:
It was reported, that the ventilator generated a technical error codes indicating power error. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator reported for technical error codes indicating power error and restart ventilator alarm. The ventilator was investigated on site and the monitoring printed circuit board (pcb) was replaced and returned for investigation. No device logs were received. The reported failures could be reproduced when the received pcb was tested in a test ventilator system. The conclusion is that the reported failure was due to defective monitoring pcb. The cause of the the cause of defective pcb has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).